Event description:
Pt reported that a comparison between pt's surestep meter and a hcp meter (done approx. 20 min. Apart) was 90mg/dl (ss) and 126mg/dl (hcp), respectively (29% difference). No symptoms were reported. Pt didn't have the supplies needed to do a control test. Lfs rep explained proper way of comparing meter to lab. Unable to reach pt on follow-up. Letter sent to pt requesting that pt contact lfs. There was no allegation of harm.